Event description:
A patient underwent a therapeutic hydrothermal ablation procedure. During the cool-down phase, a cervical seal break was noted resulting in a 2nd degree burn extending to half the circumference of the cervix as well as a circumferential vaginal burn. The burn was treated with silvadene ointment. The vaginal cavity was packed and multiple lidocaine injections were administered around the cervix. No additional details are available regarding procedure outcome and patient condition.